Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the lp was unable to be separated from the catheter. The device was not used, and a new lp was implanted. The patient was discharged.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection noted outer helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to separation failure problem.